Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 12/9/2020. The device evaluation was completed on 1/14/2021. The device was visually inspected, and it was found reddish material and a hole on pebax. Then, magnetic sensor functionality was tested on carto and the catheter failed as error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area. Loss of electrical continuity from cut to sensor was found. It was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed and no internal action was found during the review. The customer complaint regarding force sensor error was confirmed. Improvements have been implemented to reduce force sensor internal issues. This issue was highly detectable by the physician. The root cause of the hole on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially, it was reported that at the end of the procedure, there was a defective contact sensor. The error message was a force catheter sensor error. It was impossible to zero. They were unable to continue the procedure with the current catheter and therefore, they used a new device. There was no patient consequence reported. The force catheter sensor error issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on 1/8/2021 reddish material inside the pebax and a hole on it. The returned condition of the hole on the pebax was assessed as MDR reportable. The awareness date for this MDR reportable biosense webster, inc. Product analysis lab finding is 1/8/2021.